Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot 66428ud00. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances, potential nonconformances, or deviations with lot number 66428ud00 and complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using a retained kit of lot number 66428ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I lot 66428ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one 25 year old female patient on alinity processing module, serial number (B)(6). The sample was repeated with lower results. New samples were also lower. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = 205.046 ng/l repeat same sample x5 on (B)(6) 2024 results = <3.0 ng/l two new samples same patient = <3.0 ng/l customer¿s diagnostic cutoff for female = < 18.0 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6) .

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one 25 year old female patient on alinity processing module, serial number (B)(6) . The sample was repeated with lower results. New samples were also lower. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = 205.046 ng/l repeat same sample x5 on (B)(6) 2024 results = <3.0 ng/l two new samples same patient = <3.0 ng/l customer¿s diagnostic cutoff for female = < 18.0 ng/l no impact to patient management was reported.